Event description:
It was reported that multiple episodes of noise were observed. During device change out due to normal eri, an insulation anomaly was noted. Physician elected to repair the lead with medical adhesive. All measurements were normal. Patient condition after the event was good.